Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that, before implanting this device the physician attempted to insert the existing implanted lead, and it would not insert fully. The surgeon tried multiple times to reinsert the lead, but it would only go in as far as the first three electrodes. The surgeon tried multiple times to rotate the battery before reinserting the lead so that they could attempt to get it to insert fully. The surgeon didn¿t used the torque wrench to try to back up or loosen the setscrew. The lead still would not insert. At this point, it was determined that a new ins battery would be required. A new ins battery was opened and the physician successfully inserted the existing lead completely without incident. They then used a torque wrench to tighten the set screw successfully. The new battery was placed in the pocket site and impedances were checked. All impedances were within normal range

Manufacturer narrative:
H3 product analysis 97800: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d10: product ID neu_wrench_acc, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. New medtronic interstim battery opened onto field, but battery itself would not unscrew/open enough to fit needed wires through. Faulty battery passed off sterile field to medtronic rep for testing with medtronic. Medtronic rep present for surgery and able to provide additional battery. New battery required a little additional time toward the end of procedure to program it with the needed settings

Manufacturer narrative:
Medwatch # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.